Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Concomitant product: addr01 ipg implanted: (B)(6) 2010.

Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead were explanted and returned as a result of a malfunction. No further information was available regarding the reported malfunction or if the leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.